Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt), and sensing integrity counter (sic) episodes. The lead had high thresholds, increasing and varying pacing impedance. The lead was suspect of a fracture. The lead was programmed off. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.